Event description:
Reported 1 discordant negative sofia sars result when compared to pcr from one patient. Testing was conducted as part of a verification study. The customer communicated that for their verification study, patients who test positive through pcr testing are retested twice on the sofia analyzer within 48 hours. One sofia test is performed with a nasal swab while the other test is performed with a nasopharyngeal swab.

Manufacturer narrative:
Investigation summary: tested 3x retained devices with positive standard. All devices yielded valid and accurate positive results at the 15 minute result read time. Root cause: cannot duplicate with retains; unable to determine. Source: email.